Event description:
It was reported that the device¿s wake button required unusually high pressure to activate, with intermittent delays in waking the ilet that could extend up to 30 minutes, while blood glucose values were not affected and no alarms occurred. Symptoms included no injury and no change in glycemic control. Outcomes included no clinical impact and no medical intervention. Investigation included user troubleshooting and use instructions review. Investigation of this case revealed the device functioned after increased pressure was applied and no obstruction or user contamination was identified. It was concluded that the device exhibited inconsistent wake-button responsiveness and that the event was non-serious with no patient harm.